Manufacturer narrative:
The customer reported an unspecified pressure issue without indicating the context of the use of the device at the time that the problem was discovered. It is unknown if the device was in therapeutic use at the time of the event. There was no patient harm or injury reported. Multiple attempts to obtain additional details regarding the failure, device context of use, as well as to confirm if any repairs or replacements were carried out were unsuccessful. No additional information could be obtained.

Event description:
The customer reported a pressure issue. There was no patient involvement. The customer spoke with technical support and was advised the unit is at end of life. The device was not serviced or repaired as the unit was at end of life.